Event description:
A customer reported a system message was displayed, there was a problem with the footswitch and the system did not accept the cassette. The timing of the event and level of patient involvement is not known. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the company representative did confirm the reported system message (sm) (via event logs). The cable assembly was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 18, 2013. Based on qa assessment, the product met specifications at the time of release. The cable assembly was received for evaluation. A visual assessment of the returned sample did not reveal any visual nonconformity. The cable assembly was installed into a calibrated system hotbed. The system was booted up and no nonconformities were observed. No nonconformities were observed. The root cause cannot be determined conclusively. (B)(4).